Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported 7mm extended length endoscope s/n (B)(4) image was blurry, discovered after a procedure, during sterilization. No patient effects. Warranty expired nov/13/2018.

Manufacturer narrative:
Trackwise # (B)(4). Corrected section: h3 - device not eval code changed from "device discarded" to "device not returned". Analysis of production: (3331/213/67) the reported device is an OEM device. The certificate of conformance was reviewed for the reported serial number. The vendor certifies that this device serial conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same serial number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period apr 2020 through mar 2022 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Device not returned: (4114/3221/67) despite request and/or customer indicated that the device would be returned; however, no device was returned.